Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), during a transcatheter pulmonary valve replacement (tpvr) procedure using a 20mm sapien 3 ultra valve, the patient, who had a failed 20mm hancock valved conduit with mixed physiology and primary stenosis, underwent initial dilation of the target lesion with an 18mm true balloon. This was followed by the placement of a 20mm sapien 3 ultra valve. The transcatheter heart valve (thv) appeared underdeployed and was subsequently post-dilated twice with a 20mm true balloon at 16 and 18 atmospheres, respectively. Mpa angiography revealed severe regurgitation, necessitating the delivery of a second 20mm sapien 3 ultra valve, within the initial valve. Angiography and direct hemodynamics confirmed that the second thv was functioning normally, with no regurgitation and a peak gradient of 7mm. The sheaths were removed, and the patient was transferred to the post-anesthesia care unit (pacu) in stable condition. The perceived root cause was possibly due to post-dilation pressure from the ballooning.

Manufacturer narrative:
Correction to h6;, type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed; no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It should be noted that the thv was implanted in the pulmonic position with a pre-existing conduit for this case. The sapien 3 ultra valve with commander delivery system was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement only. Therefore, this was an off-label procedure. The reported event of central regurgitation was unable to be confirmed due to unavailability of relevant imagery and/or medical records. In this case, available information suggests procedural factors (post-dilation) likely contributed to the event as noted. As reported, the thv "appeared underdeployed and was subsequently post-dilated twice with a 20mm true balloon," and severe regurgitation was observed on angiography after the post-dilation. Additionally, it was reported that "the perceived root cause was possibly due to post-dilation pressure from the ballooning." Deploying the valve using more than the prescribed volume or attempting a second inflation may result in the inability of the valve leaflets to function properly. The increase in valve diameter due to overinflation or post-dilation may prevent proper motion of the thv leaflets, resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.